Manufacturer narrative:
Additional information received. The lot number, expiration date and unique identifier (UDI) are now provided. Device evaluation: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test confirmed that air leaked rapidly from the bronchial cuff. Inspection revealed a clean cut slit in the main body of the bronchial cuff. The damage is indicative of coming in contact with a sharp utensil or objects. The single wall thickness of the cuff unit was measured away from the damaged area and found to be within the blueprint specification. We are unable to determine the cause for this specific event however; the most probable root cause is contact with a sharp utensil or objects. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff did not inflate. It was reported that there was no patient involvement associated to this event.

Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff did not inflate. It was reported that there was no patient involvement associated to this event.